Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 23 mmol/l; cause was due to an unspecified malfunction alarm. Customer administered a manual injection to address bg level. Customer reverted to manual injections for insulin therapy.